Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised due to dislocation.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Visual examination of the x-ray image provided could not confirm the reported dislocation. The femoral head was centrally located within the acetabular components. The radiograph did, however, show evidence that the constraining ring had disassociated from the liner. No evidence of implant fracture was found. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.